Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders are not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were failed to cross over the station. A technical support specialist (tss) had backed up the database to local disk d, dialed into the station, and proceeded with the synchronization as requested. A full sync was completed successfully without any errors. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders are not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.